Event description:
The dr performed tissue ablation for internal and external condyloma utilizing the bare-tip fiber product lf020. He began with the external condyloma with a power setting of 10w. 10w was used for all external condyloma without incidence. The dr then began tissue ablation of the internal condyloma. He increased power to 15w for the duration of tissue ablation of internal condyloma. Tissue ablation completed both internally and externally without incident. Reported for control purposes per request from indigo quality systems.